Manufacturer narrative:
Device evaluation: result - no samples (including photos) were returned for evaluation. A lot history review was carried out and no related non conformances were raised in association with the reported lot 6061834, concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure. Without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
(B)(4). Medical device expiration date: this device does not have an expiration date. Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the customer gave her mom an injection with the suspect device and replaced the inner shield. The needle went through the shield and stuck her thumb. Although the site hurts, no medical interventions were sought.